Event description:
According to the customer, the nebulizer will power on but will not dispense their medication despite changing the filter and tubing.

Manufacturer narrative:
According to the customer, the nebulizer will power on but will not dispense their medication despite changing the filter and tubing. The customer reported they have not been able to receive their medication for "about one month" due to the reported issue. The customer stated they do not know the name of the medication, but it is prescribed to be administered "every 6 hours" for their "asthma" diagnosis. The customer reported they have not had any increase in respiratory symptoms related to the reported issue. The customer reported there was no serious injury, medical intervention, or follow up care related to the reported incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.